Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: medical device problem code: 2017 was coded for failure to follow steps / instructions.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. One clip was implanted. The second clip placed on the valve and the deployment sequence was initiated. During establish final arm angle (efaa), the clip relaxed from a 10 degree clip arm angle to 60 degrees. Per troubleshooting recommendations, the clip was closed down again and first efaa was redone. The clip relaxed again. The lock was cycled and efaa was done again. The implanter saw relaxation each time. It was decided to continue with deployment. The lock line was removed. The clip was closed down again and it relaxed during efaa. The clip was then deployed with that understanding. The mr did not get worse and maintained reduction. The clip was deployed at the relaxed angle. The mr was reduced to grade 1. There were no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. The reported improper or incorrect procedure or method (failure to follow steps/instructions) was due to the user continuing deploying the clip despite the efaa issue. There is no indication of a product issue with respect to manufacture, design, or labeling.